Event description:
It was reported that the unit exhibits flickering light. Further the unit is turning off on its own. Further, the unit has a damaged panel.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.